Manufacturer narrative:
Testing and investigation found channels 2 and 3 did not recognize when cassettes were loaded into the device and the doors closed. This was due to broken fluid shields. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a delay of critical therapy following an alarm condition. The patient was admitted to the interventional cardiac unit (ivcu) with a diagnosis of atrial fibrillation and congestive heart failure. At an unspecified time, the patient had a "decline in vital signs" and the physician ordered the patient to receive an unspecified concentration of cardizem and amiodarone. The customer reported at power up, "channels 2 and 3 states close lever w/lever closed." The device was removed from clinical service. Therapy was initiated 10 minutes later using a replacement device. Although there was potential for serious injury, the customer contact indicated there was no adverse patient effects. Though requested, no additional information was provided.